Event description:
It is alleged that the customer was exiting the powerchair when the powerchair controls activated and moved forward pinning her against the couch she was attempting to access. The customer passed away.

Event description:
It is alleged that the customer was exiting the powerchair when the powerchair controls activated and moved forward pinning her against the couch, she was attempting to access. The customer passed away.

Manufacturer narrative:
Device eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.

Event description:
It is alleged that the customer was exiting the powerchair when the powerchair controls activated and moved forward pinning her against the couch she was attempting to access. The customer passed away.

Manufacturer narrative:
The device was not available to return for evaluation. Device not available for evaluation.

Manufacturer narrative:
The event could not be replicated. Refer to returned product evaluation.